Event description:
The pt was implanted with a left ventricular assist device (lvad). Approx 3 years post-implant, it was reported that the pt went to the outpatient clinic for his normal checkup and during this visit, the pt's wife mentioned that there were battery alarms. The vad coordinator cleaned and checked the batteries. After the clinic visit, the pt was transported back to the nursing home and upon arrival the pt experienced alarms. The batteries were replaced and the pt was connected to the power module; however, the pt expired. The vad coordinator from the clinic went to the nursing home and reported "the pump did function well after the pt expired" and the pump was manually stopped. Additional info received indicated that the pt was in nursing home care since (B)(6) 2012 recovering from a severe stroke. It was also reported that the pt had a driveline infection. During support the pt had normal lab values, was asymptomatic, no problems with the pump and no pt management changes were made. An autopsy was performed and indicated pus in the pump pocket.

Manufacturer narrative:
The manufacturer is attempting to acquire the explanted pump for analysis. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.